Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited left ventricular (lv) lead high out of range pacing impedance measurements greater than 3000 ohms. Lead testing was performed and it showed no signs of a lead problem. Technical services (ts) was consulted, discussed possible spring contact issue and noted impedances had been fluctuating for a while. Ts suggested reprogramming options. This crt-d remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited left ventricular (lv) lead high out of range pacing impedance measurements greater than 3000 ohms. Lead testing was performed and it showed no signs of a lead problem. Technical services (ts) was consulted, discussed possible spring contact issue and noted impedances had been fluctuating for a while. Ts suggested reprogramming options. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead to device connection, please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.